Manufacturer narrative:
No patient specific information was provided. No patient injury occurred. Initial reporter's occupation was not provided. Product is in route to 3m (B)(4) for evaluation. Device evaluation anticipated, but not yet begun. Unable to determine failure mode root cause without sample from customer. Analysis will be conducted upon receipt of sample and investigation completed. A supplemental report will be submitted upon analysis completion. End of report.

Event description:
A hospital employee reported it was discovered three 3m¿ ranger¿ high flow disposable warming sets (model 24370) had fluid leak from the bubble trap during priming. No injury was alleged.

Manufacturer narrative:
Three device samples were received and analyzed. All three samples showed leakage at the bubble trap due to sonic weld failures. Trend analysis shows an increase in bubble trap complaints in 2019. (B)(4) was issued to the manufacturing site for bubble trap leaks on high flow models. The bubble trap supplier implemented (B)(6)2019. End of report